Event description:
A (B)(6) female patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for endovascular repair. During the procedure, blood leaked from the captor valve of the delivery system of both mainbody (1820334-2011-00474) and contralateral iliac leg graft (1820334-2011-00475). The physician quickly advanced the procedure to prevent further leakage and completed the procedure without endoleaks. A total of 150 - 200cc of blood leaked. Patient outcome unknown as not provided by the reporter.

Manufacturer narrative:
(B)(4). Check-flo discs critical dimensions are inspected during incoming quality control. Per quality control specification, the captor valve assembly is inspected 100%, unless otherwise specified. The valve collar is verified to be snapped into the valve chamber and the orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. A piece of tubing is placed through the iris valve to confirm that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. During investigation, it was revealed that the iris valve could be opened and closed when rotating the valve control. There were two tears in the webbing of the discs. The device was leak tested using a 20cc syringe and water. The valve leaked through the iris valve with the positioner in the sheath and the iris open and closed. There was a leak through the iris valve without the positioner and the iris open. The valve leaked through the iris and at the valve control and valve collar without the positioner in the sheath and the iris closed. The valve was disassembled. The check-flo discs were examined. Each disc was torn. Damage to the check-flo discs likely resulted in leakage (tearing/compression set). We are aware of the potential for leakage through the valve and the risk associated with this failure mode. A CAPA has been initiated in regard to this failure mode. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera).